Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the lap supracervical hysterectomy, when the surgeon was cutting the cervix with the blade, the tip of the device broke off. The fragments were retrieved. A like devices was used to completed the procedure with no patient harm.

Manufacturer narrative:
(B)(4) date sent: 5/23/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Only the distal tip was returned for analysis. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. No functional test could be performed as on the the blade tip was return for analysis. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, bhr could not be performed.